Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking infusion set is confirmed and was determined to be supplier related. Two 22ga x 0.75in safestep infusion sets were returned for evaluation. An initial visual observation revealed some use residue on the samples and the safety mechanism was observed to be engaged. A functional test of flushing and pressurizing both infusion sets with water was performed. A leak was observed where the needle exits the housing on both samples. A microscopic observation revealed bubbles in the adhesive fillet within the needle housing and some dried biological residue where the needle exits the housing. These findings suggest the inadequate adhesive application within the needle housing caused a compromised seal, leading to leakage under pressure. The supplier has been notified of this event and corrective actions have been opened. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported leakage above the base during infusion. No other information was provided. It was reported this occurred with two devices. This report addresses both devices.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors.